Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The flogard infusion pump was serviced on-site. An alarm log review did not identify an occlusion alarm. During service a visual inspection and an infusion test were performed. Upon the start of the test the device alarmed for downstream occlusion. The cause of the downstream occlusion alarm was a damaged latch roller. The latch roller was replaced; the pump passed all testing and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a flogard infusion pump experienced a constant downstream occlusion alarm. There was no patient involvement. Additional information was requested and is not available.